Event description:
During stent placement in the right external iliac artery the balloon of the stent delivery stent (sds) ruptured at two atmospheres. The vessel had severe calcification, severe tortuosity and a 100% stenosis. The product was properly inspected and prepped prior to use. The physician had no difficulty accessing the lesion with a guidewire or advancing the sds to the lesion. Upon inflation with an indeflator, the balloon ruptured and contrast was noticed leaking from the balloon. The physician used the sheath introducer to safely remove the device from the patient. The procedure was successfully completed. There was no reported patient injury.

Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states palmaz stent delivery system and the reported event meets reportability criteria for a malfunction type of reportable event. The product was not returned for analysis and evaluation. A device history record review was performed and showed that this lot of products (r0906531) met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part with lot number 0309061304 and part with lot number 0709060225. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. With the limited amount of info available and without the of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.